Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion. Explant method: intravascular, superior, femoral. Technique/tools: direct traction, direct traction with locking stylet, intravascular counter traction, sheath(s). No complications.